Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the ivtm therapy, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message. Another thermogard console was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console (sn (B)(6)) involved in the reported complaint will not be returned for evaluation because the hospital biomed engineering department inspected the console and noted that the console was dry, however, the presence of the coolant was in the air trap chamber. The thermogard console passed the functional test without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.